Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced urinary incontinence. The patient contacted boston scientific patient services (ps) to request assistance to find an urologist. No additional information was reported.